Event description:
It was reported that the customer had to press down really hard on the serter to get the sensor to stick. Customer's blood glucose reading at the time of the call was 43 mg/dl and has treated with a drink. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.